Event description:
It was reported that the patient underwent a posterior spinal fusion at l3-s1. It was reported that during tightening, the setscrew of the connector stripped. The connector was left in the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient selection (calcified common femoral artery) the customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. Date of event - estimated date.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a calcified common femoral artery after an interventional procedure. Reportedly, the clip of the device could not be released. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). A review of the device history record did not produce any findings relevant to this report.